Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 5fr d/l powerpicc catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed just distal of the purple luer adapter. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface ¿ blood residue was seen on the sample which showed that the product had undergone at least some use the product IFU states ¿avoid accidental device contact with sharp instruments¿. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A smaller region exhibiting a granular surface and beach marks was also observed, suggesting that some of the complete break was caused by repetitive mechanical stress such as twisting or kinking; however, the majority of the damage appeared to have been caused by sharp instrument contact. A lot history review (lhr) of redz0468 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient stated the purple lumen of her PICC fell off while she was at work. Patient denied PICC getting stuck on something, pulled or cut by a sharp object. PICC was safe sited at the time this happened as the patient was at work. Pt stated she immediately covered the PICC with plastic wrap and called her doctor. Patients doctor office then contacted nurse to remove her PICC.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redz0468 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient stated the purple lumen of her PICC fell off while she was at work. Patient denied PICC getting stuck on something, pulled or cut by a sharp object. PICC was safe sited at the time this happened as the patient was at work. Pt stated she immediately covered the PICC with plastic wrap and called her doctor. Patients doctor office then contacted nurse to remove her PICC.